Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise. On (B)(6) 2019, the lead was capped and replaced. Patient was stable.

Event description:
New information received indicated that the lead also exhibited oversensing.